Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: legal.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. It was also reported that the patient has had pain since the first day of original surgery. X-ray and bone scan showed evidence of loosening. Tray popped out with not cement on it. They revised it to a full boat attune revision. Primary operative notes dated (B)(6) 2015 indicate the patient received a left primary attune to treat unilateral left knee osteoarthritis. The patella was resurfaced and depuy cement x 1 was utilized. The surgeon noted naturally occurring localized sever degenerative joint disease in the medial compartment of the left knee. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019; unknown affected side.